Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up on (B)(6) 2021 where it was found that the atrial lead was inappropriately sensing in the right ventricle and failing to sense in the atria. A subsequent x-ray revealed the lead had dislodged. Patient then presented on (B)(6) 2021 for a lead explant and replacement procedure. Patient was stable after the surgery.